Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during the procedure the lead was connected to the wireless external neurostimulator and the connection and impedance check was all green. The leads were connected to the intellis battery and the leads were all green as well and all connection were good. However, right after the pocket closure the rep checked impedances one more time and the zero electrode was showing ¿do not use¿. As the pocket was already closed it could not be investigated further. Impedances were checked several times to ensure that it was accurate. That electrode will not be used for therapy and will not affect the programming outcomes. The issue is resolved. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the impedances were high >40,000 ohms when zero electrode was used as reference.